Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air. Medication/fluid: blood. IV rate: 312. Other details: microbubbles present in tubing during blood product administration. Alarm interrupted infusion seven times over the course of the infusion significantly increasing the length of time the patient was here.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) retained samples were tested per specification. The tested samples passed testing, and the reported defect could not be observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.